Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient presented to ER with two shocks and loss of ventricular capture. Programming changes were made. Vt ceased after programming. The patient was sent for lead revision, on fluoroscopy, the lead appeared to be in rv distal septum. The lead was explanted and replaced. The patient was stable.